Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and cannula was possibly not inserted correctly into the infusion site, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient was unsure if the pod's cannula was inserted correctly into the infusion site. As treatment the patient applied a new pod.